Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that on 29-jul-2008, the pt returned due to chest pain and they found thrombosis had occurred again, now involving the 2.5 x 18 mm mini vision implanted in three days earleir, the 3.0 x 12 mm vision implanted on the same day and the 2.75 x 18 mm promus implanted during the index procedure on two days prior to implant. Dilatations were performed and another company's 3.0x30mm stent and 2.5x12 mm stent were implanted to treat the thrombosis. The pt was sent back to his room and there is no update on his progress at this time. Plavix, asa and angiomax were used in the case.

Manufacturer narrative:
Results and conclusion summation - angina and thrombosis, as listed in the rx vision instructions for use, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, the angina is likely a secondary effect of the thrombosis which resulted in ptci and hospitalization.